Event description:
During a rotator cuff repair utilizing the twinfix ultra ha it was reported that there was breakage of the implant when it was put in place despite a good axial placement and no difficulties. Report states that yes, a piece did break off in the patient. There were no reported patient injuries or complications.

Manufacturer narrative:
One 4.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual examination of the device confirmed the reported complaint of anchor breakage. The anchor has broken at the suture slot. A small portion of the anchor is missing. The inserters¿ distal tip that interfaces with the anchor is missing one of its two tines, the other tine is dramatically bent. This condition is indicative of torsional overload. Dimensional inspection of the device is prohibitive due to its condition. With the limited clinical details provided regarding bone quality and site preparation a root cause cannot be determined at this time. A review of the device history record for this manufactured lot was performed, which confirmed no inconsistencies. (B)(4).